Event description:
It was reported that the patient underwent revision of a 10-hole 1/3 tubular plate on (B)(6) 2017, due to a secondary periprosthetic elbow fracture of the ulna and broken plate. The patient had initially undergone a total replacement surgery using a non-synthes tornier artificial elbow prosthesis on an unknown date. Following her total elbow surgery, the patient suffered an initial peri-prosthetic fracture at the distal tip of the ulnar component of the total elbow prosthesis. As a result, the patient underwent an open reduction internal fixation of her ulna using a synthes 10-hole 1/3 tubular plate and cortical screws (surgery date unknown) the original hardware still remained. Following the placement of the synthes devices, the patient suffered a secondary fracture of the ulna and implant failure of the 1/3 tubular plate due to the post-operative break of the plate. On (B)(6) 2017 during a removal surgery, the surgeon then determined the ulnar component of the tornier artificial elbow prosthesis (original hardware) had failed, and performed revision total elbow surgery to replace the failed ulnar component of the artificial elbow prosthesis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).